Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported mobile system blood glucose results of 20.0 mmol/l, hi, which on the system indicates a result in excess of 33.3 mmol/l, and 12.0 mmol/l or 13.0 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return. Lot not provided.